Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not current. A technical support specialist (tss) verified the heartbeat record and identified a delay. Tss confirmed that all es servers were up and running and the upload time was current. Tss then restarted several services and confirmed that the latest messages were crossing over, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient data was not current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.